Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
The patient underwent a gynecological procedure on (B)(6) 2008 and avaulta was implanted. It was also reported that the patient underwent a gynecological procedure on 11/01/2012 and mesh was implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent implantation of avalta plus posterior on (B)(6) 2008.